Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 75 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted. However, found unlocked j2 lcd keypad connector during visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.